Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 75-year-old male patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that following the peel away sheath placement the dilator was removed, and the sheath kinked. The wire was not able to pass the kink, a wire a dilator was not able to straighten out the kink either, finally the sheath was backed out over the long impella dilator by advancing the dilator as the peel away was removed, this allowed wire access to the vessel. No patient harm was reported.

Manufacturer narrative:
The investigation into the reported difficulty inserting/removing introducer has been completed since the original report was filed. A peel away introducer sheath was returned for evaluation. Upon visual inspection, multiple kinks were found along the sheath. The cause of the sheath kinks was most likely due to patient's highly calcified arteries based on visual inspection and patient's peripheral arterial disease/peripheral vascular disease.